Event description:
Thoracentesis tray-needle protector didn't lock during procedure; therefore, needle went through into an undesired location. The large bore needle was able to slide freely on the locking hub. This resulted in an unexpected advance of the needle 1 1/2" further than intended while withdrawing fluid.